Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to duplicate the customer's reported issue. Model lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1200 shut down while connected to a patient. The transport team was able to restart the ventilator and continue the transport without further incident. The customer confirmed there was no patient harm associated with the reported event.